Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and activation failure/deployment issues appear to be related to operational circumstances of the procedure. It is likely that the during stet deployment, the balloon became compromised and/or damaged against the anatomy resulting in the balloon rupture and the stent not fully expanding. Additionally, the treatment appears to be related to the operational context of the procedure as an unspecified armada balloon catheter was used to fully expand the stent to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the iliac artery. An 8x39mm omni elite balloon-expandable stent system (bess) was prepared without issues. The bess was advanced; however, the balloon ruptured at nominal pressure during the first inflation. An unspecified armada balloon catheter was used to fully appose the stent to the vessel wall. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.